Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the hub end of the tubing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the hub end of the tubing was not confirmed. Functional testing of priming, infusion, and pressure testing did not replicate any signs of leaking. Visual inspection also found no anomalies with the received set. The root cause of the customer¿s report could not be identified.